Event description:
It was reported that the insulin pump has a shorten battery life. It was stated that the device had a off no power alarm in the middle of the night and no low battery alerts prior to the incident. Device has not been dropped and no damage on the battery cap; possibly loose. Battery cap being replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.